Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable unit connector and failed water leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the error code e224 and intermittent color bars were due to the faulty cable unit connector and the cause for the faulty cable unit connector and failed leak test could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced an error code e224, no communication, and intermitted color bars only. The event occurred during inspection before use. There were no reports of patient involvement.